Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the provided photographic samples, showed leakage from the drain bag sealing near the stopcock. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. The drain bag is supplied by a third-party supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the drain bag of a prismaflex st100 set approximately thirty to sixty minutes into continuous renal replacement therapy. The location of the leak appears to be where the stopcock enters the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.